Event description:
Reportedly, a failure to interrogate a device with the subject programmer was reported. No transfer can be made and data cannot be exported to usb.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20171218 - file-2017-02152 - analysis_and_closure_report_resp-2017-01905.pdf].

Event description:
Reportedly, a failure to interrogate a device with the subject programmer was reported. No transfer can be made and data cannot be exported to usb.

Manufacturer narrative:
Preliminary analysis partially confirmed the issue (no transfer can be made and no copies on usb), while the interrogation was actually possible. The reason is not known, but most likely the issue is caused by a bad usb key and is not linked to the programmer itself.

Event description:
Reportedly, a failure to interrogate a device with the subject programmer was reported. No transfer can be made and data cannot be exported to usb.